Event description:
The customer reported the system displayed a "umc flash" error and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the connectors on the universal node circuit board. The system operates as intended.